Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported slda could not be conclusively determined. It is possible that patient anatomy (restriction) or procedural conditions (difficult imaging) contributed to this event. However, this cannot be confirmed. The reported poor imaging is related to procedural conditioning (shadowing) per case details. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restriction due to a dilated left ventricle for a mitraclip procedure. The first clip was successfully implanted on anterior 2 and posterior 2 leaflet segments (a2p2). The second clip was placed medial to the first and has a single leaflet device attachment (slda). It is only attached to the posterior leaflet. The first clip caused difficulty (shadowing) in viewing second clip. The first clip provided stability to the slda, therefore an additional clip was not required. The mr was reduced to grade 2. There were no adverse patient effects.